Manufacturer narrative:
Concomitant medical products: 4592-45, lead, implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the one day post implant, the left ventricular (lv) lead had migrated back. The lv lead was explanted and replaced. It was also reported that the rv lead had dislodged. The rv lead was re-positioned, and remains in use. No patient complications have been reported as a result of this event.